Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient desaturated on device with fio2 set at 60%. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information was received alleging a patient desaturated on device with fio2 set at 60%. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After reassessment of details by clinical expert, this report is not considered a serious injury report. No additional clinical information concerning the reported issue or medical intervention has been provided. Based on information available at this time, there is insufficient evidence to pronounce a serious injury. Corrections have been made as follows: section b. Adverse event/product problem changed to "product problem", outcomes attributed to ae changed to none, and section h. Type of reported complaint changed to "product problem." Coding has been updated accordingly.